Event description:
The perfusionist reported that at the end of a transplant procedure, air was seen in the arterial line. The pt expired. The perfusionist stated that the medical device did not contribute to the incident.

Manufacturer narrative:
The hospital did not provide the pt identifier number or the weight of the pt. The avant is manufactured by sorin group. The customer perfusion pack, catalog number 085279, is a preamendment device. The incident occurred in spain. This medwatch report is filed on behalf of sorin group. The report stated that at the end of a transplant procedure, air was seen in the arterial line. The pt expired. The perfusionist stated that the medical device did not contribute to the incident. The hospital has stated that the unit will not be returned for evaluation. Without the product for evaluation, the cause of the incident cannot be determined or confirmed. A follow-up report will be filed if any additional information or the device is made available.